Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd has gone out. No patient harm when screen went out. Patient was safely monitored from the central as the bedside was still working without the lcd. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced with a new one to resolve the issue. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd has gone out. No patient harm when screen went out. Patient was safely monitored from the central as the bedside was still working without the lcd.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) lcd has gone out. No patient harm when screen went out. Patient was safely monitored from the central as the bedside was still working without the lcd. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced with a new one to resolve the issue. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.